Event description:
It was reported that the patient underwent a revision surgery due to adjacent level disease. The original construct at l4-5 (competitor product) was removed and replaced as well as extended to a l2-s1 construct. It was reported that two set screws stripped during insertion into the l 5 screw. The l5 screw which had splayed as well as the setscrews were removed from the patient and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. Localized damage on one of the set screw consistent with thread jumping. Inconclusive; unable to determine whether the set screw thread damage was impacted by the mas head splay as-received, or created as a result of mas and set screw misalignment during construct assembly.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.